Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the radiolucent aiming arm/frn greater trochanter (part. No: 03.033.003, lot. No: l699668, qty: 1) was returned and received at us cq. Upon visual inspection, it was observed that one of the cam locks got broken. The broken piece was not returned at cq. It is also observed that one of the cam locks was missing from the assembly. Device failure/ defect identified? Yes. Dimensional inspection: dimensional inspection of the relevant features of the received device was not performed at cq due to post manufacturing damage. Document/specification review the following drawings were reviewed aiming arm-asm-greater trochanter cam lock for rdl aiming arm no design issues or discrepancies were noticed. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the radiolucent aiming arm/frn greater trochanter (part. No: 03.033.003, lot. No: l699668) as one of the cam locks got broken. While a definitive root cause cannot be determined, it is possible that the component of the device might have encountered unintended forces. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective, and preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot part #: 03.033.003; lot #: l699668; manufacturing site: (B)(4); release to warehouse date: 01. Mar. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-op preparation on (B)(6) 2020, upon opening of the frn instrument set, the locking plastic clip of the radiolucent aiming arm was observed broken off. There were no patient and surgical involvement. This report is for one (1) radiolucent aiming arm/frn greater trochanter this is report 1 of 1 for (B)(4). (B)(4) will capture the pre-op event where a part of the radiolucent aiming arm was observed broken during pre-op preparation, while (B)(4) will capture the intra-op event where the driving cap broke off into the radiolucent insertion arm.